Event description:
(B)(4). Same case as MDR #2134265-2012-03849. It was reported that post a stenting treatment procedure, death occurred. (B)(6) 2011 - the patient presented with stable angina. A 8 x 2.75mm taxus liberte stent and a 12 x2.25mm taxus liberte stent were implanted, one each in the first diagonal artery and the left main coronary artery. Post procedure residual stenosis was 0% with timi 3 flow in both lesions. The patient was discharged the next day on clopidogrel and aspirin. (B)(6) 2012 - it was reported that the site was attempting to contact subject for 12 month/randomization visit, ultimately requiring a certified letter to be sent to the site and that the certified letter was returned to the office with "deceased" marked on the envelope. There were no hospital records available and only the record available was the obituary.

Manufacturer narrative:
Device was a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).